Event description:
It was reported per field service report: symptom - pump had "system error #7" alarms and all led's were lit on the display. Pump did not stop pumping, but was replaced with another. No pt complications were reported. Software level: 2.24. Findings/action taken: umbilical cord sent to and replaced by hospital biomed. The pump is back in service. An update received from the field service representative on (B)(6) 2013 stated they were able to finish iabp therapy as planned after switching out the pump. There was no report of pt death, complications or injury. No medical/surgical intervention required. There was no delay or interruption in therapy noted while switching out the pumps.

Manufacturer narrative:
(B)(4).